Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. Initial reporter was the surgeon, but the name of the surgeon was refused. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. Part not returned.

Event description:
Medtronic received information that while using the system for a cranial resection, the screen returned to the plan screen and the registration data disappeared. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Additional information: device manufacture date provided.